Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg beginning to erode through the skin. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no skin breakage was noted.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg beginning to erode through the skin. No device malfunction was suspected. The patient was doing well postoperatively.